Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) in back up vvi mode. The ICD was reset but a false battery performance alert was triggered. The ICD was reprogrammed successfully. The patient was stable.

Manufacturer narrative:
Correct to h6 added incorrect measurement code.

Event description:
The implantable cardioverter defibrillator (ICD) experienced a diagnostic anomaly by incorrect measurements.